Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing and low pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.